Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2366-50, serial number: (B)(6), batch/lot number: 7073776, model/catalog description: linear 3-6 lead 50 cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was not getting sufficient relief from her peripheral nerve stimulation (pns) leads. The patient underwent a procedure where the pns leads were removed and replaced with thoracic spinal cord stimulation (scs) leads. Post operatively, the patient was sore but recovering as expected. The explanted leads will not be returned as they were discarded by the hospital.